Event description:
The customer reported that during a catheter procedure, the hemostasis valve broke at the rotator. The customer reported that this occurred twice. No harm or injury was reported. This is one of two reports for this complaint: 9616662-2011-00040.

Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. A review of the device history record did not reveal any exception documents. A f/u report will be submitted when the eval has been completed. Eval method: device history record was reviewed. Conclusions: other, a f/u report will be submitted when the eval has been completed.